Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.

Event description:
This report is to advise of an event observed during analysis confirming fraying/exposed wires of the power extension cable.

Manufacturer narrative:
Manufacturer's investigaton conclusion: one cardiomems patient electronic system was received for evaluation. Visual inspection verified the power extension cable was frayed and wires were exposed. The backplate of the device was removed and a standard power supply was connected to the unit. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands.